Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that after priming and connecting insulin pump, all of the insulin was delivered into her body. Customer went to the emergency room on (B)(6) 2014 with blood glucose of 198 mg/dl. Customer was monitored over night. Customer was also hospitalized on (B)(6) 2016 with blood glucose of 579 mg/dl. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for no delivery, but customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, stripped battery cap at the coin slot area, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window. The insulin pump passed the displacement accuracy test.